Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was operated on a "year ago." After two months, the "electrode" moved. An additional operation was later performed. The patient's status after actions taken was "to treatment effectiveness." In regards to the patient's medical history, it was noted that two years prior, the patient began with diuresis and then would leave to urinate. No further information was reported. A follow up report will be sent if additional information is received.